Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the waterjet pathway calibration step, the hydros robotic system displayed e917 - cystoscope sensor error code. The treating surgeon was able to clear the e917 error, and planning resumed; however, the e917 error occurred again. The surgeon reseated the cysto connector and rebooted the system, but unfortunately, this did not resolve the issue. There were no hydros handpieces in the hospital inventory to swap. With customer support on the line, troubleshooting continued, and planning resumed. However, during the procedure, the patient moved, causing the light to be lost and the instruments to be removed. The surgeon then decided to abort the procedure and reschedule it for a later date. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The treatment log files were reviewed and e917 errors were observed; confirming the reported failure. During functional testing, the resistance values were found to be abnormal. The root cause source was unable to be determined. A review of the device history record (DHR) for hy1000/serial number (B)(6) and hydros handpiece/lot number 25c02417 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01, rev. C, was reviewed. Table 5 error messages: e917: reconnect component 1. Release foot pedal. 2. Check status panel for source of issues 3. Reconnect or replace component as needed until status becomes green 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.